Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm on (B)(6) 2025. The parent of the patient reported via web self-service that the patient developed a skin infection under the continuous glucose monitor (cgm) sensor patch area, which occurred five days after the sensor was inserted into the arm. The area had been prepped with alcohol prior to insertion. The parent stated that treatment was initiated on (B)(6) 2025, using a prescription oral antibiotic medication (bactrim, dosage unspecified). Multiple attempts were made to contact the reporter to verify the medical intervention; however, no additional details or photographs were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.